Manufacturer narrative:
During the evaluation of the device at the MFR's service center, issues related to the outer limit switch and zero board were observed. The device's zero board and outer limit switch were replaced to address the issues. This report is being submitted as part of a program to retrospectively review possible device malfunctions that are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.